Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: review of the black box data confirmed call service alarms for motor rewind error. On investigation, the pump consistently replicated the alleged call service alarm for motor rewind error. The pump was opened for further investigation and revealed moisture/corrosion on the motor connector. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored.